Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 3 similar complaints with the same failure mode for this serial number. ¿ case: (B)(4) ¿ fst-drawer not detected on bus ¿ case: (B)(4) ¿ fst-drawer not detected on bus ¿ case: (B)(4) ¿ drawers not detected on bus a review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3-2, rows a & b were not detected on bus and had several pockets that failed to release. A field service engineer reseated and cleaned connections on ribbon cable and assisted customer with recovering and reloading pockets that failed to release. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system drawer 3.2 had failed. Customer had tried to recover the drawer and reboot the device, but it still failed. Nurse discovered this issue when they were trying to pull medication for a patient. There was a 5 min delay in patient care but they were able to pull the same med on another station nearby. There were no adverse events or injuries reported based on this incident.